Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Product testing confirmed the reported event of bootup issues related to the controller board. Based on the information received and the investigation performed, the cause for the reported event was isolated to the controller board subassembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial flutter procedure, a 45-minute delay occurred due to power problems with the ampere rf generator. The ampere rf generator turned on without issue and was left ready for ablation. After completing the lat map, the ablation catheter was prepared without issue and was passed through an agilis nxt introducer to the right atrium. At the time of ablation, the impedance suddenly rose from 117ohm to 187ohm, so the ampere rf generator stopped the ablation. This reoccurred a couple of times, so the extensions and patches were checked, and they were all in good condition and connected. The ampere rf generator was restarted, and the initialization did not complete. The image of st. Jude medical appeared on the display and later it turned completely black, without showing connection to the ensite x system and without allowing the ablation parameters to be seen. To complete the case, another ampere rf generator provided by another hospital was used. Once the catheter was connected to the new ampere rf generator, the issue was resolved, and the procedure was completed with no adverse patient consequences.